Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event. This report is being sent to provide new information in sections h6 (evaluation conclusion code) and h11 (additional MFR narrative). This report is being sent to provide new information in sections b2 (outcomes attrib to adv event), b5 (event description), and h6 (impact codes).

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was hospitalized following an inappropriate shock delivery. Provocative maneuvers were performed, which showed that the primary and secondary sensing vectors were unsuitable due to frequent myopotential over-sensing. No other abnormalities were observed during rigorous manipulations and provocative maneuvers. The patient does have a concomitant cardiac resynchronization therapy pacemaker (crt-p) system implanted, and it was also assessed while the patient was hospitalized. Diagnostic imaging was performed, and these images and device data were forwarded to boston scientific technical services (ts) for review. Ts confirmed that the shock was inappropriately delivered due to a significant reduction in the signal amplitude, as well as over-sensed non-physiological artifacts. These artifacts were most likely caused by sudden fluctuations in the impedance path of the sensing vector. Further troubleshooting options were provided, and should any further artifacts be reproduced, ts recommended a complete s-ICD system revision and an upgrade to a cardiac resynchronization therapy defibrillator (crt-d), if clinically appropriate. Recently, the s-ICD system was explanted and replaced with a transvenous system to resolve the event. No additional adverse patient effects were reported. It is currently unknown if the explanted system will be returned for analysis.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was hospitalized following an inappropriate shock delivery. Provocative maneuvers were performed, which showed that the primary and secondary sensing vectors were unsuitable due to frequent myopotential over-sensing. No other abnormalities were observed during rigorous manipulations and provocative maneuvers. The patient does have a concomitant cardiac resynchronization therapy pacemaker (crt-p) system implanted, and it was also assessed while the patient was hospitalized. Diagnostic imaging was performed, and these images and device data were forwarded to boston scientific technical services (ts) for review. Ts confirmed that the shock was inappropriately delivered due to a significant reduction in the signal amplitude, as well as over-sensed non-physiological artifacts. These artifacts were most likely caused by sudden fluctuations in the impedance path of the sensing vector. Further troubleshooting options were provided, and should any further artifacts be reproduced, ts recommended a complete s-ICD system revision and an upgrade to a cardiac resynchronization therapy defibrillator (crt-d), if clinically appropriate. It was previously indicated that the device was explanted and replaced, but it has since been clarified by the field representative that it was left in situ, but therapy has been programmed off. The patient was fitted with a life vest to resolve the event. No additional adverse patient effects were reported. This s-ICD system remains implanted, but with therapy disabled.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event. This report is being sent to provide updated information in sections b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), and h6 (impact codes). This report is being sent to provide new information in sections h6 (evaluation conclusion code) and h11 (additional MFR narrative). This report is being sent to provide new information in sections b2 (outcomes attrib to adv event), b5 (event description), and h6 (impact codes). This report is being sent to correct information in sections d6a (implant date) and d6b (explant date).

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was hospitalized following an inappropriate shock delivery. Provocative maneuvers were performed, which showed that the primary and secondary sensing vectors were unsuitable due to frequent myopotential over-sensing. No other abnormalities were observed during rigorous manipulations and provocative maneuvers. The patient does have a concomitant cardiac resynchronization therapy pacemaker (crt-p) system implanted, and it was also assessed while the patient was hospitalized. Diagnostic imaging was performed, and these images and device data were forwarded to boston scientific technical services (ts) for review. Ts confirmed that the shock was inappropriately delivered due to a significant reduction in the signal amplitude, as well as over-sensed non-physiological artifacts. These artifacts were most likely caused by sudden fluctuations in the impedance path of the sensing vector. Further troubleshooting options were provided, and should any further artifacts be reproduced, ts recommended a complete s-ICD system revision and an upgrade to a cardiac resynchronization therapy defibrillator (crt-d), if clinically appropriate. At this time, the s-ICD system remains implanted and in-service. The patient is currently hospitalized and is stable.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was hospitalized following an inappropriate shock delivery. Provocative maneuvers were performed, which showed that the primary and secondary sensing vectors were unsuitable due to frequent myopotential over-sensing. No other abnormalities were observed during rigorous manipulations and provocative maneuvers. The patient does have a concomitant cardiac resynchronization therapy pacemaker (crt-p) system implanted, and it was also assessed while the patient was hospitalized. Diagnostic imaging was performed, and these images and device data were forwarded to boston scientific technical services (ts) for review. Ts confirmed that the shock was inappropriately delivered due to a significant reduction in the signal amplitude, as well as over-sensed non-physiological artifacts. These artifacts were most likely caused by sudden fluctuations in the impedance path of the sensing vector. Further troubleshooting options were provided, and should any further artifacts be reproduced, ts recommended a complete s-ICD system revision and an upgrade to a cardiac resynchronization therapy defibrillator (crt-d), if clinically appropriate. Recently, the s-ICD system was explanted and replaced with a transvenous system to resolve the event. No additional adverse patient effects were reported. It is currently unknown if the explanted system will be returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event. This report is being sent to provide new information in sections h6 (evaluation conclusion code) and h11 (additional MFR narrative). This report is being sent to provide new information in sections b2 (outcomes attrib to adv event), b5 (event description), and h6 (impact codes). This report is being sent to correct information in sections d6a (implant date) and d6b (explant date).

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event. This report is being sent to provide new information in sections h6 (evaluation conclusion code) and h11 (additional MFR narrative).

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was hospitalized following an inappropriate shock delivery. Provocative maneuvers were performed, which showed that the primary and secondary sensing vectors were unsuitable due to frequent myopotential over-sensing. No other abnormalities were observed during rigorous manipulations and provocative maneuvers. The patient does have a concomitant cardiac resynchronization therapy pacemaker (crt-p) system implanted, and it was also assessed while the patient was hospitalized. Diagnostic imaging was performed, and these images and device data were forwarded to boston scientific technical services (ts) for review. Ts confirmed that the shock was inappropriately delivered due to a significant reduction in the signal amplitude, as well as over-sensed non-physiological artifacts. These artifacts were most likely caused by sudden fluctuations in the impedance path of the sensing vector. Further troubleshooting options were provided, and should any further artifacts be reproduced, ts recommended a complete s-ICD system revision and an upgrade to a cardiac resynchronization therapy defibrillator (crt-d), if clinically appropriate. At this time, the s-ICD system remains implanted and in-service. The patient is currently hospitalized and is stable.